Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the touchscreen became cracked. Contact stated customer fell down while wearing the pump playing baseball. The pump remains functional. The customer's blood glucose (bg) level was 276 mg/dl. A bolus was delivered via the pump to address the bg level. The customer reported that the pump would continue to be used for insulin therapy.